Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling treatment of an aneurysm, the axim 3d coil could not detach with the instant detacher. The implant coil remained attached to the pushwire so the physician removed the coil from the patient. No further information available. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium pushwire was returned for evaluation without the proximal portion of the pushwire containing the tack weld replacement (twr) crimp. The returned pushwire was found to be broken on its proximal end without the release wire extending out. The implant coil was found to be detached and the coil shield was found to be stretched. The implant coil was found to be damaged and stretched with the polypropylene filament intact. The evaluation could not determine the cause of the event as the implant coil was already detached. It is possible that the implant coil detached subsequent to the release wire being pulled out of the pushwire as it was being packaged for return shipment. All returned parts of the pushwire that could affect the detachment of the implant coil were found to be within specification. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).